Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. In conclusion, laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, repositioning was required due to low sensing. After the repositioning, there were no more measurements possible on the pacing system analyzer (psa). Subsequently, a different rv lead was implanted instead. No adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.

Event description:
It was reported that during the implant of this right ventricular (rv) lead, repositioning was required due to low sensing. After the repositioning, there were no more measurements possible on the pacing system analyzer (psa). Subsequently, a different rv lead was implanted instead. No adverse patient effects were reported. The attempted lead will be returned for analysis.